Event description:
It was reported that a device was used during a low anterior resection. The device was very difficult to fire. The surgeon released the device and fired the single fire device a second time. There was damage to the anastomosis caused by the multiple attempts to fire the device. The surgeon hand sutured the damage.